Manufacturer narrative:
Should additional relevant information become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system was used during a procedure performed on (B)(6) 2020. According to the complainant, following implantation of the shunt, the patient experienced fever and infection symptoms. The patient was unsuccessfully treated with antibiotics, which resulted in the removal of the device, three (3) months post implantation. The complaint device is available to be returned to the manufacturer for evaluation.

Event description:
Additional informations are available. The product was received on 12/01/2020. With the incoming product was noticed that it was another serial number on the product as in the first notification. The investigation was done on 12/08/2020. Patient informations: age: 63 years, weight: 60 kg, height: 173 cm, gender: unknown. Date of implantation: (B)(6) 2020, date of removal: (B)(6) 2020. The surgeon filled in the questionnaire that there was a blockage and the patient had fever and an infection.

Manufacturer narrative:
Visual inspection: the following observations were made during the visual inspection: visible cutting in the membrane in the reservoir. Permeability test: the test showed that the progav 2.0 shunt system and the partsof the ventricular catheter are permeable. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, no visible deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. In spite of this we have tested the valve to the best of our abilities. Based on our investigation, we are not able to substantiate the claim of "blockage, infection, fever". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.